Event description:
It was reported that during ess (endoscopic sinus surgery), ¿the bur worked well for 5 minutes or so, until it suddenly broke off. The device was replaced by a back-up device, and the procedure was completed without any delay or adverse effect.¿ clarification of event confirms that ¿the device was broken without fragments after working 5 minutes.¿

Manufacturer narrative:
This device is used for therapeutic purposes. Note : two opened pouches with the same part number but different lots were returned with the complaint device; a broken bur. It is unknown which lot the bur came from; therefore, both burs are being reported on the MDR. Concomitant device: (B)(4): xps® microdebrider bur - curved sinus, lot 0207850732 manufactured 12-19-2013 use before 12-17-2021. (B)(4): product evaluation: analysis on the returned broken bur found that the hub and a portion of the inner shaft were separate from the rest of the device. The inner shaft was broken approximately 0.5" from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there were striations at the break point indicating metal on metal contact and an uneven break. The information indicates excess pressure was applied during use which caused the inner shaft and outer tube to rub together until the inner shaft broke. [Excess: exceeded sufficient pressure required for operation]. (B)(4)